Manufacturer narrative:
Product analysis :analysis was able to confirm the customer comment of battery drawer will not stay shut. It was noted that the battery drawer, hanger assembly, encoder assembly, four knobs, the display, one encoder nut and two output connector nuts were all contaminated. It was noted the main printed circuit board (pcb) was out of specification electrical and the capacitor was damaged on the main printed circuit board (pcb). The lower case and the upper case were broken. The hanger o-ring was missing, the display wires were pinched (wire insulation exposed) and the hanger screw was the wrong type of screw. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery compartment of the external pulse generator (epg) would not stay shut. The product has been returned for service. There was no patient involvement.